Manufacturer narrative:
Through reliability analysis 2 opened/used reservoirs were evaluated. They inspected reservoirs, the snap-cap, and the septum for anomalies and none were found. They ran the occlusion test per dop (B)(4) as follows: the reservoir was filled with diluent and connected to a new infusion set. Reservoirs and connector were installed into a pump. They performed manual prime on the pump and saw fluid flow through the infusion set and out the catheter tip. In conclusion, it was found that the reservoirs were not occluded.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer got up 3 hours ago and had a blood glucose of 311 mg/dl and then it went up to 411 mg/dl. Customer's blood glucose was 411 mg/dl at the time of the incident. Customer tried to put the plunger and push the insulin but had not luck. Customer reported that the insulin does not exit with the plunger push. Customer reported that the insulin exits but there is greater than normal resistance when attempting the plunger push. It was explained that the alarm was caused by a set or reservoir connection. Customer was advised to replace the infusion set and reservoir. Customer was also advised to change the set.